Event description:
It was reported that the 5071 lead fell off the applicator during implant, it was not used. It was reported that the physician was "unable to use" the 4194 lead. No other information was given on the lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies found; full lead was returned and analyzed. Helix/lobe is distorted/bent. Damaged at implant. Unable to test lead with applicator but lead appears to be normal. (B)(4) no anomalies found; full lead was returned and analyzed. Blood/body fluid in/on distal conductor(not obstucted). Lead is stretched and damaged at implant.